Event description:
On (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009, hip came out of socket. On (B)(6) 2009, corrective surgery was performed and a collar placed over hip joint to prevent further dislocations. On (B)(6) 2009, a hema toma occurred and a further operation was required to correct this.